Event description:
The bar code scanner on the ortho summit sample handling system instrument reportedly misread a donor tube bar code. The number appeared as nonsense and did not fit any barcode systems employed by the donor sites. No death or serious injury was associated with this incident.